Manufacturer narrative:
Product ID: 3587a, lot# l85758, implanted: (B)(6) 2001, product type: lead; product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep that there were no device issue that they were aware of. Hcp was aware. No further complications were reported.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the hospital sends the device to pathology post procedure and they dispose of it per their protocol. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the hospital notified the rep that the patient's system would be removed and wound debrided. The factors that might have led to this are unknown. The explant is planned for (B)(6) 2019. No further complications were reported. No additional patient symptoms were reported.